Event description:
A male patient underwent aaa repair in 2009. The patient's anatomical form was not suitable for endovascular repair since severe calcification was located at the bifurcation of the external and internal iliac artery on both sides. The main body graft was introduced via the right femoral artery, but the delivery system could not be advanced. During insertion of the main body, the right external iliac artery was damaged and blood leakage was confirmed by an angiography. Pta was performed in the left external iliac artery with another manufacturer's 7 mm balloon. The main body was introduced via the left femoral artery, but the delivery system could not be advanced either. A conduit was planned and the left external iliac artery was exposed; however, another manufacturer's graft was handed to the physician before opening the sterilization packaging. (Apparently the packaging had been changed.) Since the physician and operative field became unsanitary, the aaa treatment using zenith grafts was called off. A prosthesis replacement was performed to treat the injury to the right external iliac artery, as the intima of the left external iliac artery was injured during the pta, another manufacturer's stent was placed to prevent stenosis cause by thrombosis after the procedure. Final angiography showed no problems and the procedure was completed. The status of the patient is unknown at this time but the physician stated that due to calcification of the access vessels, aaa would be treated by open repair at a later date.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. Specific to this case, the IFU warns vessels that are significantly calcified may preclude placement of the graft. The failure mode assigned to this case is "perforation". The physician's comments are documented on the event evaluation form from cook in foreign country; "judging from the CT images, I assumed there would not be a problem, but the failure of mb delivery system insertion seemed to have occurred due to calcification of the access vessels. Aaa will be treated by open surgery at a alter date." Additionally, the event evaluation form stated the patient was not the proper indication as calcification was present at the bifurcations of the eia and iia on both sides. Although the physician may have felt this was in the best interests of the patient, the calcification was likely a contributing factor to the resulting perforation. We will continue to monitor for similar incidents.